Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and confirmed the reported issue; however, the cause of the reported event could not be determined. The technician updated the unit's software, tested the function and operation of the unit, confirmed it to be operating to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the monitor to their hexavue custom room rack was going blank intermittently. No report of injury.